Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak, mitral stenosis, air embolism and medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. There was a previous coronary artery bypass graft (CABG). Two clips were implanted. The third clip delivery system (cds) was advanced to the mitral valve to further reduce mr. The leaflets were grasped; however, the mean pressure gradient was 5-6 mmhg. There was st elevations and limited left ventricle (lv) contractibility. Angiography was performed and air bubbles were seen in the coronary graft. At this point, it was observed that the saline level of the delivery catheter (dc) handle was lowered and there was a malfunction in the saline bag. A leak was noted under the saline bag pole. The bag was replaced and the dc chamber was de-aired. Angiography confirmed no air embolism and the ventricle function returned to normal. The third clip was deployed. Three clips were implanted, reducing the mr to <1; however, the pressure gradient was 5-6 mmhg. Post procedure, an additional coronary and brain angiography confirmed no embolism. It could not be confirmed if the air was due to the hole in the IV bag or the cds. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from the lot. All available information was investigated and a definitive cause for the reported leak in this incident could not be determined. Additionally, the reported patient effect of air embolism appears to be related to the reported leak. The definitive cause for the mitral stenosis that can likely result in EKG/ECG changes could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.